Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported failure of the upstream occlusion maintenance test was unable to be reproduced, and the pump was within specification, passing upstream occlusion tests per the spectrum svc manual.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test. This issue was discovered during a routine preventative maintenance test. It was further reported that the test was conducted with 22 degree celsius water with baxter brand tubing. The ambient temperature was also 22 degrees. The customer reported that he was using a single bag with a single set which he occluded 2 inches above the pump. The infusion rate was set to 100 ml/hr with a volume to be infused of 13.3 ml. The pump failed due to the fact that the infusion completed and the pump never alarmed for upstream occlusion. This was a preventative maintenance test, and was not prompted by, or associated with any pt injury.